Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, the device was observed to be ruptured. The device was received incomplete. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this 5983305 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/ or reoperation: implant exchange. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was discovered during an implant exchange surgery performed on (B)(6) 2020. The patient had both of her explanted breast prostheses replaced with mentor smooth round moderate plus profile 550cc saline breast prostheses.